Event description:
It was reported that air bubbles or gaps were found in the tandem mobi cartridge during pumping. However, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the cartridge and infusion set or tubing, allowing them to resume insulin.